Event description:
As reported: "the patient complains of sudden pain in the left lower limb in the absence of trauma. On (B)(6) 2023, an x-ray examination revealed a non-union of the supracondylar fracture with breakage of the fixation device."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "the patient complains of sudden pain in the left lower limb in the absence of trauma. On (B)(6) 2023, an x-ray examination revealed a non-union of the supracondylar fracture with breakage of the fixation device."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event, like patient history, implantation time or x-rays and as well as the affected device must be available in order to determine the root cause of the reported non-union with subsequent failure of the plate. In this relation following statement of the axsos 3® implants instructions for use can be pointed out: ¿¿ the implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable." If the device is returned or if any additional information is provided, the investigation will be reassessed.